Event description:
A pm015 dual catheter pump was used for a mastectomy procedure. The patient was sent home with the pump. The patient's family member then attempted to remove one of the catheters and it stretched out and broke off inside the patient. The doctor decided not to make an additional incision because the patient has to go back in 3 months for an already-scheduled surgery (tissue expander removal and breast implant). The doctor will attempt to remove the broken catheter piece at that time. The patient's family member returned both catheters from the kit.